Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing impedance measurements from 621 ohms to 1,697 ohms. Additional information was received that the lead later exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Review of the presenting electrogram (egm) showed appropriate function. Technical services (ts) recommended further review to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.